Manufacturer narrative:
Concomitant products: dtbb1d1, implanted: (B)(6) 2013. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to oversensing episodes of non-physiological ventricular tachycardia (vt), ventricular fibrillation (vf) and ventricular oversensing. It was noted the rv lead exhibited a confirmed fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.